Event description:
It was reported that the image on the camera head had a yellow tint to it. Although the name of the procedure was unknown, it was a diagnostic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being submitted for correction to the g3 of the previous supplemental report. The correct aware date of the supplemental report (report number: 3002808148-2024-30081-01) is 2/7/2024.

Event description:
This report is being submitted for correction to the g3 of the supplemental report (report number: 3002808148-2024-30081-01).

Event description:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty cable. Additionally, a cracked video connector and a chipped cover lens was found.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty cable. Additionally, a cracked video connector and a chipped cover lens was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the failure was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.